Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 27 units. Reportedly, the cartridge was filled with 400 units of insulin. The customer¿s blood glucose level was in the 400s mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate; however, after the delivery of approximately 10 units, the insulin gauge displayed an additional inaccurate fill estimate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.